Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Upon review of the transmission, it was noted that the pacemaker exhibited far oversensing which resulted in inappropriate mode switch episodes. No intervention was reported. The patient experienced no adverse consequences.